Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out-of-range impedances during the implant procedure while the lead was connected to a competitor device. A boston scientific device was then used and the issue resolved itself. A connection issue was suspected. No adverse patient effects were reported. The lead remains in service.